Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy pad messages, damaged cable) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting ECG "a" and the front therapy electrode. The belt showed signs of physical abuse. The root cause for the open wire was excessive force. There was no death or adverse event associated with the electrode belt malfunction.

Event description:
04/28/2021- resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor returned a patient's electrode belt and reported that the patient was experiencing "check therapy pad" messages and that the belt was physically damaged.